Event description:
It was reported that there were telemetry issues. An overdischarge was suspected. The patient was implanted in 2006 and six months after implant the patient's house burned down, and his recharger and patient programmer were lost. The patient had not recharged the device since. Since the implantable neurostimulator (ins) had been dead for over 3 years, the physician recommended the ins be replaced with a new one. The replacement was bending, but had not yet been completed at the time of the report.

Manufacturer narrative:
Product ID (B)(4), lot# v005585, serial#, implanted: 2006 (B)(6), explanted: product type lead product ID (B)(4), lot# v005585, serial#, implanted: 2006 (B)(6), explanted: product type lead. (B)(4).